Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the patient was implanted another lead to address the issue. No product was explanted. Therapy was restored post procedure.

Event description:
It was reported that the patient's system was auto-reducing and there were high impedances on the l4 drg lead. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.